Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: breast reduction. According to the reporter: two months post-operatively patient came in with vloc spitting from the incision. Patient was re-sutured in-office and vloc removed. Allegedly, there was issue damage and/or patient injury.